Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and product problem. The mesh remains implanted. No further complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4).